Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred and patient went to surgery. The target location was located in a very calcified left main artery. A rotablator burr was selected for use. During the procedure, difficulty was encountered in reaching the distal part of left anterior descending artery. While rotablation was performed in the left main artery, a cut was noted in the lesion. Then, the patient went to surgery. Patient was discharged after three days. No further complications reported and patient was fine.